Event description:
The customer alleged that there was odor and oil mist coming from the unit. The customer reported that she had stomach ache at the time of the event. The customer reported that she did not seek medical attention or require treatment. Her symptoms have resolved. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: oil mist - other: capital equipment, evaluated at customer site. The fse found the vacuum pump was not stopping. The board was causing the problem. The fse replaced the board and checked the system. Per customer, the unit is working fine at this time.